Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after being uploaded into the applier with the sound of click.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73m1800443 was manufactured on 12/17/2018 a total of (B)(4) pieces. Lot was released on 12/21/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that it contained two broken clips. The broken clips were manually removed from the cartridge. One of the clips exhibited a staggered break at the hinge, where it was broken on one side of the outer hinge and near the middle of the inner hinge span. The other clip exhibited a pierced end hinge break, where it was broken at the area where the hinge and leg on the pierced boss side meet. The hook side of the clips were not returned. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Two clips were returned broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned. The cartridge was returned with two broken clips. One of the clips exhibited a staggered hinge break while the other clip exhibited a pierced end hinge break. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clip was found broken after being uploaded into the applier with the sound of click.